Event description:
Leica microsystems received a complaint regarding sub-optimal processing of tissue in 193 cassettes from processing runs in both retort "a" and retort "b", which completed at approximately 03:00 am on (B)(6) 2012. The tissue was described by the complainant as under-processed. On (B)(6) 2012, leica microsystems received information that all tissue samples exhibiting sub-optimal processing were diagnosable.

Manufacturer narrative:
Bottle 12 (xylene) was removed from the instrument for 40 minutes at 18:38 pm on (B)(6) 2012; and bottles 5, 7 and 8 (ethanol) were removed from the instrument for 30 minutes at 19:24 pm on (B)(6) 2012. This is sufficient time to complete manual replacement of these reagents. The properties of the corresponding reagent stations were then reset. Resetting a reagent station sets the concentration to the default value configured in the reagent types definitions, unless an alternative valve is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. The user affirmed in the instrument software that the default value of 100% was to be set for bottles 12, 5, 7 and 9. However, the actual ethanol concentration measured by the leica field support specialist using a hydrometer in bottle 8, was 90%. Bottle 8 was used for the final dehydration step in the "large" protocols started on (B)(6) 2012, in retorts "a" and "b" at 17:13 pm and 21:45 pm respectively, from which sub-optimal tissue processing was reported. The minimum final reagent concentration required for ethanol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol are re-introduction of water into the tissue which cannot be displaced by subsequent processing steps; and contamination of reagents used in subsequent processing steps, resulting in sub-optimal tissue processing. The root cause for the sub-optimal tissue processing reported by the complainant was determined to be a use error, which occurred during the replacement of ethanol in bottle 8 prior to commencement of the "large" protocols started in retort "a" at 17:13 pm and in retort "b" at 21:45 pm on (B)(6) 2012.